Event description:
Customer reported his sensors are not lasting the full six days and that his sensor readings can be as much as one hundred points off. Customer's current blood glucose was 135 mg/dl. He stated he was getting a threshold suspend of 60 mg/dl. The sensor history showed differences ranging from thirty to fifty percent. Customers calibrate twice a day and inserts in the abdomen. Customer called back a few days later with the same issue. That time customer's blood glucose was 268 mg/dl, and the sensor was off by sixty points. Customer treated with a shot. The sensor history still showed differences. Customer was advised the sensor may be responding to changes in glucose. He was told to change sensors and monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.